Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's infusion rate of formula is not accurate. The unit was set to deliver 55cc/hr. After 4 hours the unit delivered less than 110cc's. The patient was underfed, but no medical intervention was required.

Manufacturer narrative:
Submit date: 10/31/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit¿s infusion rate of formula is not accurate; unit underfed. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s battery; battery was dead. The unit¿s battery was replaced to correct the issue. Kangaroo epump was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.